Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was dosing insulin based on unspecified high cgm readings. The bg was not checked during that time. The patient experienced sweating, uneasiness, and passed out. The neighbor called an ambulance. The cgm was reading 367 mg/dl and the blood glucose reading was 39 mg/dl. The patient was transported to the hospital, treated by unspecified means in intensive care, and recovered after treatment. Of note, the patient sustained a mild heart attach and was treated with jardiance. The patient was in the ICU for a week. At the time of the report, the patient was recovering and feeling okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.